Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer took the pump swimming with them. Subsequently, the pump was unresponsive and stopped all insulin delivery. After plugging the pump into a power source, a malfunction alarm occurred. The customer's blood glucose (bg) level was 168(mg/dl). Reportedly, the customer has insulin pens available as alternate insulin therapy.